Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 54 mg/dl following removal of the ilet device for extended periods. The user self-treated with glucose tablets and no hospitalization or medical intervention was required. No long-term health effects were reported.